Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached over 250 mg/dl. The patient was dehydrated, nauseous and vomiting. For treatment, the patient was given a detox, sodium and chloride. The patient was still in the hospital. The patient stated that the charger was not working.